Manufacturer narrative:
Pump passed rewind test, prime, system sensor test, excessive no delivery test,self test and restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken reservoir tube lip, cracked battery tube thread, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump is damaged at the reservoir compartment and above the o ring of the compartment. Customer's blood glucose was 370mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.